Event description:
According to the reporter, the patient was post-operative continuous renal replacement therapy (crrt) and after one hour of treatment, there was bleeding and a small hole that appeared at the junction of the silicon extension tube and blue luer connector and the treatment was stopped. The red branch did not have any issue/leak. It was mentioned that for the patient's history, the patient had severe systemic edema and hematoma at the extubation site at the intensive care unit (upon admission) and it was difficult to puncture the blood vessels, had renal failure which required long-term crrt. The catheter was not repaired and sterile disinfection, saline, and alcohol was used to clean the device. Tego was not utilized and there was no problem with the luer connector. The insertion site (femoral vein) was treated with sterile disinfection and alcohol iodophor prior to product placement. Nothing unusual was observed on the device prior to use. Flushing was done and no small trachoma (small hole) was found, hole was very small and pressure during rinsing was not large (could not lead to leakage) but it became larger after being treated by the negative suction pressure of the machine (after treatment). There was a blood loss of 30 milliliters (ml) and blood transfusion was not required. As the patient had swelling and hematoma at the extubation site, intubation could not be performed again they stopped the crrt treatment for one day (crrt treatment could not be performed without intubation). The catheter was replaced/they re-intubated for crrt treatment the next day (using a new catheter with the same lot number) and the replacement catheter was used successfully for treatment. They stopped treatment for one day which resulted in the aggravation of the patient's edema. Five days after replacement, another incident of the same issue (leak and a small micro hole was found in the same place) occurred and due to the second consecutive blood leak, they chose to replace the device with other brands of catheter a day after. There were no patient symptoms or complications related to the event. The patient's current status is stable and had continued crrt treatment without interruption every day. There was no patient injury.

Manufacturer narrative:
Summary: medtronic conducted an investigation based upon all information received. The involved device was not returned, but photographs were returned for evaluation. The pictures depict fluid on the clamp at the extension tube site of the red luer adapter. It was reported that there was an extension tube leak. An associated device issue was confirmed. The most likely root cause could not be determined from the information available. Functional testing could not be performed without the physical device. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was post-operative continuous renal replacement therapy (crrt) and after one hour of treatment, there was bleeding and a small hole that appeared at the junction of the silicon extension tube and blue luer connector and the treatment was stopped. The red branch did not have any issue/leak. It was mentioned that for the patient's history, the patient had severe systemic edema (upon admission) and it was difficult to puncture the blood vessels, had renal failure which required long-term crrt. The catheter was not repaired and sterile disinfection, saline, and alcohol was used to clean the device. Tego was not utilized and there was no problem with the luer connector. The insertion site (femoral vein) was treated with sterile disinfection and alcohol iodophor prior to product placement. Nothing unusual was observed on the device prior to use. Flushing was done and no small "trachoma" was found, hole was very small and pressure during rinsing was not large (could not lead to leakage) but it became larger after being treated by the negative suction pressure of the machine (after treatment). There was a blood loss of 30 milliliters (ml) and blood transfusion was not required. As the patient had swelling and hematoma at the extubation site, intubation could not be performed again they stopped the crrt treatment for one day (crrt treatment could not be performed without intubation). The catheter was replaced/they re-intubated for crrt treatment the next day. They stopped treatment for one day which resulted in the aggravation of the patient's edema. There were no patient symptoms or complications related to the event. The patient's current status is stable and had continued crrt treatment without interruption every day. There was no patient injury.